Manufacturer narrative:
Findings: pump received with no button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Also received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 128 mg/dl at the time of the call. The customer stated that the buttons response time was delayed. The caller stated that there was water in the lcd screen of the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.